Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing and the final investigation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Upon review of all documents related to the cluster of cases from customer between (B)(6) 2025, multiple concerning practices have been identified. Poor ic practices from staff (gaps in hand hygiene and ppe), delayed reprocessing, gaps in precleaning, leak testing, and manual cleaning, and ineffective drying using a cesc. The customer is also using an aer undergoing fca in europe for concerns regarding disinfection efficacy, particularly in the presence of pseudomonas aeruginosa. The majority of endoscopes from this site were not returned for device inspection or olympus hmi. Multiple endoscopes had repeat positive micro findings which raise concerns regarding potential biofilm formation. The customer was able to achieve negative results for many of the endoscopes after implementation of gesa/genca enhanced cleaning protocol. However, by global comparison, the gesa/genca culturing protocol has been noted to have low microbial extraction efficacy. Olympus has provided one staff training, but the facility cancelled an additional scheduled training due to staffing concerns. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for more than 100 colony forming units (cfus) of steontrophomonas maltophilia, klebsiella varicola, and escherichia coli. The device was retested on (B)(6) 2025, and it tested positive for more than 100 cfus of klebsiella pneumoniae and stenotrophomo nas maltoplilia . The device was tested again on (B)(6) 2025, and tested negative. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.